Manufacturer narrative:
G4: this product is not marketed in us but similar device with product number 945nccpue4 with 510(k)# k061639 is marketed in us. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a computer notebook used for spinal therapy. It was reported that when using automatic sequencing in the ep system, it was possible to divide into four groups. However, different sequence intervals cannot be set for each of the four groups, and all groups were forced to use the same interval (number of seconds). There was no patient involvement reported. There were no further complications reported regarding the event.